Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010, dtba1d1 crt-d ,implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead impedance warning on the right ventricular (rv) lead. High impedance was observed on the pace/sense portion as well as the right ventricular and superior vena cava (svc) defibrillation coils of the rv lead. Follow up yielded no information. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead pace/sense portion, svc coil and defibrillation coil also exhibited undefined impedance.